Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified and moderately tortuous distal right coronary artery. A 3.00mm x 20mm promus element plus stent was advanced but was not able to cross a calcified area in the mid rca despite several attempts with vibration. The device was removed and it was found out that the distal edge of the stent was lifted. The procedure was completed using a 3.0mm x 18mm non bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).